Manufacturer narrative:
Per tandem's user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. The t:slim x2 g5 user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer uses their cartridges up to 6 days. An infusion set tubing change was performed to address the occlusion. After the infusion set tubing change, the customer forgot to perform the load fill tubing sequence resulting in an elevated blood glucose (bg) level; no exact bg value was provided. The customer reverted to manual injections for insulin therapy to address bg level. Additionally, it was reported that during the load sequence, the customer was attempting to reload a used cartridge and a minimum fill notification was received. The customer added additional insulin to the cartridge and received the minimum fill notification once more. No additional information was provided regarding these events.